Manufacturer narrative:
Unit received with blank display due to electronic damaged by moisture. The motor assembly found with traces of moisture per visual inspection. Unable to verify operating currents or perform functional testing including displacement test, basic occlusion test, a21 error test, self test, prime/a33 test, occlusion test, dat test and excessive no delivery test due to blank display. Unit received with cracked case at display window corners, display window, reservoir tube lip and battery tube threads. Unit received with minor scratched display window and case. Unit received with stained end cap sticker and back address serial number label.

Event description:
Customer's mother reported via phone call that they were hospitalized high blood glucose and diabetic ketoacidosis. The customer blood glucose level was 500 mg/dl at time of incident. Customer also stated that they were assisted with emergency medical services. Troubleshooting was performed for high blood glucose level. The product will be returned for analysis.

Event description:
Information received by medtronic indicated that the insulin pump got exposed to moisture and the customer reported fluid under the lcd display. Troubleshooting was performed and found that the possible crack in the battery cap and a hairline crack along the side of the pump. Customer also reported that, experienced hyperglycemia with blood glucose of 500 mg/dl and diabetic ketoacidosis. Customer hospitalized and was in the emergency room and treated with IV and insulin drip. Troubleshooting could not be performed for the high blood glucose. The customer will discontinue using the insulin pump and was returned for analysis.

Manufacturer narrative:
Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. This report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. The information that provided with the initial report was incorrect. The correct information has been included with this report in b5 section.